Event description:
Physician was delivering the visi-pro stent into the right renal and the visi-pro would not track inside the original stent. Physician then tried to place the stent bare (over the 0.35 glide wire) and the visi-pro would not go. Physician then tried to remove the device and the stent got hung up on something in the iliac. Physician pulled the stent into the right iliac and the stent came off the delivery catheter. Physician then tried to snare the stent and it fractured into two pieces. Physician stuck the left side and went around the horn and snared both pieces. The pt did fine. No injury was reported.